Manufacturer narrative:
(B)(4). Date sent: 03/09/2020. D4: batch # t5er79. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information received: the stoma was not required. No bleeding occurred when the rectum was damaged. The half of staple line was not deployed properly. But the device was removed. The patient is stable.

Event description:
It was reported that during a laparoscopic low anterior resection, the firing force of the first device was higher than expected at the firing between the rectum and the anus. The washer could be cut somehow, but the rectum was damaged. Then, the target tissue was recut and anastomosed again. The firing force of the 2nd device was also higher than expected, but its force was lower than the force of the first device. No blood transfusion was required. Another device was used to complete the case. The surgeon commented that a female dr. Could not grasp the firing handle, even a male dr. Needed the big effort to fire the device. There were no adverse consequences to the patient. No further information is available.